Manufacturer narrative:
Concomitant medical products: yrir16115 stent graft, implanted: (B)(6) 2002; yrir1685 stent graft, implanted: (B)(6) 2002; yrbr2414135 stent graft, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited an electrical reset and was interrogated. The device remains in use. No patient complications have been reported as a result of this event.